Event description:
Boston scientific received information that during a routine device change out procedure, the implanting physician was unable to remove the pace/sense leads from this device. Technical services was consulted and discussed recommendations. The boston scientific sales representative reported that the physician was able to successfully remove the pace/sense leads from the device. No further complications were reported. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.